Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left basilic vein. After advancing a non-boston scientific introducer sheath and guidewire, a 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. However, during second dilation was performed, the balloon ruptured at 8 atmospheres for 1 second. The device was removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.